Manufacturer narrative:
(B)(6). Literature article: yeter, h.h., oguz e.g., akcay o.f., karaer r., yasar e., duranay m., ayli m, d., and guz, g. ¿the reliability and success of peritoneal dialysis during the covid-19 pandemic¿. Semin dial. 2020 nov 19: 10.1111/sdi.12940. Doi: 10.1111/sdi.12940. The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported 123 patients underwent an observational and cross-sectional study to investigate the effects of the covid-19 pandemic on patients performing peritoneal dialysis (pd) therapy. The patients were performing pd therapy with a homechoice claria device. It was reported that 17 patients experienced dyspnea and 3 of the 17 patients experienced dyspnea at rest. The cause of the event was not reported. Treatment for the events was not reported. At the time of this report, the patient outcomes and action taken with pd therapy were not reported. No additional information is available.